Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was briefly unresponsive. There was no adverse impact to the customer¿s blood glucose level. The issue resolved on its own and the customer continued to use the pump for insulin therapy.